Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event in which infusion set tubing was kinked on (B)(6) 2025. The infusion set was in use for three hours. The blood glucose level was 304 mg/dl and the patient was treated with correction bolus via pump. No further information available.